Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that all of a sudden, the patient noticed that the area around the implant site started hurting. The caller also said that they never used to be able to feel the implant; however, now they could, and it was near the surface. The caller also said that when they ran their hand across the patient's back, they could now feel the stimulator right underneath the skin, right where you could rub your hand across it and feel it perfectly. When asked, thecaller reported no falls or trauma, no new physical activities or heavy lifting. The caller said that patient had a stroke and could not do any of that stuff. When asked, the caller reported no redness; however, they said that the patient's back was swollen from the spine going to the right, where the neurostimulator was located. When asked, the patient had noticed changes in stimulation of symptom control. The patient was redirected to their healthcare provider to further address the issue. The caller said that the patient did have a regular appointment next week. The caller was encouraged to contact their healthcare provider to report and asked if they would like to see the patient sooner due to this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.